Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to manipulate the pacing lead during implant due to site access. The physician had to pull the lead as the insertion point was tight and the lead was possibly stretched. A new access point was obtained and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead indicated stretching and damage at implant. The 52cm lead measured 58cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.